Event description:
Title: impact of suture materials on surgical site infection in oral oncological surgery with free-flap reconstruction: analysis using propensity scores. The aimed of this retrospective study was to compare the incidence of oral ssis associated with the use of monofilament and braided sutures in oral oncological surgeries with free-flap reconstruction. Between may 2020 and april 2024, a total of 209 patients included in the study. Divided into two groups: monofilament suture group consists of 174 patients. These patient consists of 109 males and 55 females with the mean age of 64.6 ± 14.6. Treated with (pds ii or monodiox) while braided suture group consists of 35 patients 19 males and 16 females with the mean age of 62.6 ± 17.8.treated with polyglactin 910 (3-0 vicryl; ethicon, new jersey, USA)..follow up were unknown. Reported complications: polydioxanone (4-0 pds ii) ,3-0 vicryl suture. Oral surgical site infection-n=?. Treatment: not reported. In conclusion, this study indicates that braided sutures in free-flap oral reconstructions. Could be associated with an increased risk of oral ssis, even after adjusting for other potential risk factors. Despite its effect on patient discomfort, monofilament sutures might be suitable for the reconstruction of the floor of the mouth.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: ann plast surg. 2025 mar 1;94(3):325-329. Https://doi.org/10.1097/sap.0000000000004191. Epub 2024 dec 30. Pmid: 39787347.